Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the trocar was inserted intra-umbilicas without difficulty. A laparoscope was inserted and blood was observed in the abdomen. The surgeon converted to an open procedure to repair the right iliac artery and vein. The hosp has reported that the pt's condition is satisfactory.

Manufacturer narrative:
12/17/96 - supplemental report #1 submitted to FDA. Additional data entered in b7.